Manufacturer narrative:
The following devices were also listed in this report: triathlon 6x9 cr insert; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Left-knee-revision. Pt. Presented with an unstable left-knee following a left-tka "done some years ago". No further info has been provided as to where/when the original surgery took place. Dr. Opted to revise the femur and insert component(s). The tibia baseplate and patella components were left in-situ. No further info available.